Event description:
End-user has died for unknown reason in 2003. The complaint report has indicated that the user's glucose level was unusually low. Maersk medical a/s received the complaint and 1 used tubing.